Event description:
It was reported that during a device upgrade procedure, when connecting the right ventricular (rv) lead to the new device, it was noted that the rv lead had insulation damage near the connector pin. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).